Manufacturer narrative:
The personnel at this customer site had moved the axsym analyzer to a different location within the lab to make room for other instruments. The axsym analyzer was installed with an external drain tube that resulted in a trip hazard. Maintenance personnel at this site had placed a covering over the drain tubing, but the customer requested abbott field service to replace the external drain tubing with an internal liquid waste container. The replacement was completed and instrument function was verified as acceptable. The service history record of this analyzer was reviewed, and no further incidents have been recorded since abbott field service installed the internal liquid waste container. A review of the complaint database found no other complaints similar to the customer described issue. The axsym system operations manual provides adequate information in regards to relocating the axsym system. The manual states that the installation of an extended waste tubing must be performed by an abbott field service representative. The current evaluation finds that the most probable cause for the operator tripping over the external waste tubing is an improper setup of the tubing. Abbott field service did not move or verify the instrument's operation after the customer moved the analyzer. A malfunction of the axsym system was not identified. This is a final report.

Event description:
The customer states that a lab technician tripped over the floor drain tubing of the axsym analyzer as lab personnel had moved the instruments around in the lab. The incident occurred two months ago, and the technician was sent to three weeks of physical therapy by employee health. The technician "is doing fine now." There will be no further information provided on the lab technician involved in this issue.